Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a software error detected alarm. Insulin pump was able to clear the alarm and able to complete rewind. Customer stated that run a displacement test, self test and fill cannula test and all are good. Customer stated that was attempt to update basal pattern and again pump error alarm reoccurs and pump keeps on reinitializing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.